Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received error. Customer was able to clear error and rewind insulin pump. Customer performed self test which was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) and pump error 4 alarms are found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Device was received with cracked select button keypad overlay, stained keypad overlay, scratched case and pillowing keypad overlay.